Event description:
It was reported that the stent came off of the balloon during insertion. The device never entered the patient's anatomy. No patient effect was reported.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.